Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-sep-2021. The most recent information was received on 29-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal distension (seriousness criteria disability and medically significant), cardiovascular disorder ("poor blood circulation"), fatigue ("intense fatigue"), musculoskeletal pain ("joint and muscle pain"), depression ("depressive syndrome"), visual acuity reduced ("reduced visual acuity"), dry eye ("dry eyes"), alopecia ("hair loss"), cognitive disorder ("cognitive impairment"), insomnia ("sleep difficulties"), dehydration ("constant dehydration"), hypertonic bladder ("overactive bladder") and constipation ("constipation"). Essure treatment was not changed. At the time of the report, the abdominal distension, cardiovascular disorder, fatigue, musculoskeletal pain, depression, visual acuity reduced, dry eye, alopecia, cognitive disorder, insomnia, dehydration, hypertonic bladder and constipation outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, cardiovascular disorder, cognitive disorder, constipation, dehydration, depression, dry eye, fatigue, hypertonic bladder, insomnia, musculoskeletal pain and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Batch no e71800 , production date 2015-11-19 , expiration date 2018-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal distension (seriousness criteria disability and medically significant), cardiovascular disorder ("poor blood circulation"), fatigue ("intense fatigue"), musculoskeletal pain ("joint and muscle pain"), depression ("depressive syndrome"), visual acuity reduced ("reduced visual acuity"), dry eye ("dry eyes"), alopecia ("hair loss"), cognitive disorder ("cognitive impairment"), insomnia ("sleep difficulties"), dehydration ("constant dehydration"), hypertonic bladder ("overactive bladder") and constipation ("constipation"). Essure treatment was not changed. At the time of the report, the abdominal distension, cardiovascular disorder, fatigue, musculoskeletal pain, depression, visual acuity reduced, dry eye, alopecia, cognitive disorder, insomnia, dehydration, hypertonic bladder and constipation outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, cardiovascular disorder, cognitive disorder, constipation, dehydration, depression, dry eye, fatigue, hypertonic bladder, insomnia, musculoskeletal pain and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.